Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2004 and left total hip arthroplasty on (B)(6) 2004. Legal counsel for patient reports patient underwent a left hip revision procedure (B)(6) 2013 due to alleged elevated metal ions. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2004 and left total hip arthroplasty on (B)(6) 2004. Legal counsel for patient reports patient allegations of elevated metal ions. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the revision date and reason for revision, which was unknown at the time of the initial medwatch. Additional information: explant date. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01881 / 01882).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01630, 01881 / 01882). Date of event - there have been no revision procedures reported to date. Date explanted - this is a bilateral hip patient. There have been no revision procedures reported for either side.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2004 and left total hip arthroplasty on (B)(6) 2004. Legal counsel for patient reports patient underwent a left hip revision procedure (B)(6) 2013 due to alleged elevated metal ions. It was further reported by patient's legal counsel that patient underwent a revision procedure for an unknown side on in (B)(6) 2015 due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.